Manufacturer narrative:
(B)(4).

Event description:
It was reported that: patient had a 4 lumen cvc jugular right. When turning independently, this slips out through the first blue holder cvc dislocated. A new one is placed on the left jugular. Additional information: there was no reported patient harm from the incident.

Event description:
It was reported that: patient had a 4 lumen cvc jugular right. When turning independently, this slips out through the first blue holder cvc dislocated. A new one is placed on the left jugular. Additional information: there was no reported patient harm from the incident.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 4-lumen cvc for analysis. Signs of use were observed inside the extension lines. Visual analysis of the catheter revealed that the box clamp assembly was returned and attached to the middle of the catheter body. No damage, defects or anomalies were observed with the catheter or box clamp. Based on the customer description, it cannot be determined if the catheter was secured via sutures to the juncture hub (primary site), the box clamp (secondary site), or both. The overall length of the catheter measured 221mm, which is within the specification limits of 207mm - 227mm per the catheter product drawing. The catheter outer diameter measured 2.879mm which is within the specifications of 2.870mm - 2.970mm per the catheter extrusion product drawing. The catheter clamp inner diameter measured 0.108", which is within the specifications of 0.108" - 0.116" per the catheter clamp product drawing. The inner diameter of the clamp fastener measured 0.176", which is within the specification limits of 0.167" - 0.177" per the clamp fastener product drawing. Functional inspection was performed per the instructions for use (IFU) provided with this kit which states, "use a catheter stabilization device, catheter clamp and fastener, staples or sutures (where provided). Use catheter hub as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary". The box clamp was repositioned directly adjacent to the juncture hub. To test the axial clamp holding force, the box clamp assembly was then attached to a force gauge. Per amrq-000145 rev04, generation 1 combinations of the clamp/fastener for catheters larger than 7fr should sustain a withdrawal force of = 6n (1.35 lbs). The box clamp assembly was pulled in direction of the catheter body to 1.35 lbs. No movement of the clamp was observed. Therefore, the customer report could not be confirmed. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The customer report of a catheter migration could not be confirmed by complaint investigation of the returned sample. Visual analysis did not reveal any defects or anomalies. Functional testing confirmed no movement of the box clamp assembly when attached to the catheter. The IFU provided with this product states to "use catheter hub as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary". It cannot be determined if the catheter was secured via sutures to the juncture hub (primary site), the box clamp (secondary site), or both during use; therefore, the probable cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.